Event description:
The customer reported via phone call that they had a no delivery alarms on the insulin pump. Customer reported the alarms were occurring during basal, bolus deliveries and during the fill tubing process. The customer also reported waking up a high blood glucose of 400 mg/dl. The customer stated they were able to resolve the high blood glucose with a bolus delivery and changing out the infusion set. The customer also reported they were able to resolve the no delivery alarm with a complete set change in the past. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.